Event description:
Customer reports to have been to the emergency room on (B)(6) 2014. Customer's blood glucose was over 650 mg/dl. Customer was at emergency room due to diabetic ketoacidosis. Customer reports of going to bed with blood glucose of 97 mg/dl. Customer woke up with blood glucose between 400 mg/dl and 500 mg/dl and believes was in ketones. Customer checked site and found that cannula was bent. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting for bent cannula, but received assistance in logging on to carelink. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.